Event description:
The customer called and reported that: "during a craniotomy procedure, one pattie p/n 80-1400 (1/2" x 1/2") was missing and it could not be found under x-ray. Surgeon decided to search for the pattie, and it was found in the patient. Then the surgeon decided to put another pattie, this time 1/2" x 1 1/2¿ (80-1404), in the same surgical location, and again it could not be detected under the x-ray. This is the first time that this happened at the hospital with the codman patties; however, the surgeon is concerned about the codman patties x-ray detection. All patties were discarded after surgery; therefore, no complaint samples are available for evaluation. Patties lot numbers are also unknown. Surgery was not delayed for more than 30 minutes, and no adverse consequences to the patient were verified".

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point, the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. The following information is indicated in the instructions for use with the product: "this device is considered radiopaque in accordance with astm f640. The device may not be visible under all radiographic conditions. The size and position of the marker may impact radiopacity. In addition, adjacent structures may inhibit visibility. Multiple angles and modification of radiography parameters (e.g. Kevm mas) may be required to enhance visibility of the marker." Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not returned.